Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (0v). The battery did not last 24 hours before being discharged. The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor contacted zoll to report that a battery was unable to power on a monitor.